Event description:
It was reported that a patient underwent a minimally invasive tlif using rhbmp-2/acs at l4-s1 due to recurrent disc herniation. On pod 2, the patient developed left buttock pain and was started on neurontin.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.